Event description:
Procedure: lap gastric bypass. Patient sex: unk. According to the reporter: the stapler cut the bowel, but did not fire staples. Consecutive guns and reloads were tried and problem persisted. Multiple staplers and reloads were used to complete procedure. The enterotomy was forced to be larger than usual due to repeated cutting without staples.